Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit is making a hissing noise. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1(sc), g3, g6, h2, h3, h4, h6(health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h10 a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue hissing sound, and would not autofill it could not duplicate issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit is making a hissing noise. There was no patient involved and no adverse event reported